Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor occurred for the g7 wearable. The sensor was inserted into the arm on (B)(6) 2023. However, data for the g6 android was provided for evaluation. Data was evaluated and the allegation was confirmed. The probable cause was determined to be progressive sensor decline. No injury or medical intervention was reported.